Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The device was tested on the bench and the reset was reproduced. The cause of the parity error could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in back-up vvi mode while still in the box. Device was not used and was replaced. Patient's condition was stable.